Manufacturer narrative:
Additional information received: we received the following information regarding this complaint this product broke during its third use. Due to the fact that it was broken at the root tip and sufficient disinfection work had been done, root canal filling was directly performed on the patient. Not removed from the patient's mouth. No further treatment is required. The product has been disposed of by the department itself. This is a follow up report for this additional information. The investigation results for this complaint are: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1895819). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4582 the correct codes for this complaint are: health effect - clinical code - 3165 this is a follow up report to correct this code.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a protaper gold s1 21mm ster file broke during use. The outcome of this event is unknown as of this MDR. Reportedly, no injury. Further information requested.